Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: the pump's black box showed no evidence of an intermittent power event. The pump reboot events were associated with the clearing of replace battery alarms per normal operation observed in the black box on (B)(6) 2016. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten to the pump. The battery compartment was cracked from the thread area to the case seal. The "audio bolus" button cover was torn, but the button was still responsive. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated.